Event description:
The stent reportedly separated upon removal. The segment was retrieved via nephrostomy. All info regarding this alleged incident has been received from the pt's spouse, who is a radiologist.